Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot# va0guwd, implanted: (B)(6) 2014, product type: lead. Product ID: 3387s-40, lot# va0fbun, implanted: (B)(6) 2014, product type: lead. Other relevant device(s) are: product ID: 3387s-40, serial/lot #: (B)(4), ubd: 06-dec-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported the battery was replaced on the day of the call due to normal eri. Pre-operative impedances were noted high on contact 10 (14,000). This contact was not used for programming. The cause of the event was not determined. No troubleshooting was performed. After the ins was replaced, contact 10 was still 14,000. The issue was resolved at the time of the report. The patient had a medical history of parkinsonian tremor. The patient was alive without injury at the time of the report. No symptoms or complications were reported or anticipated.